Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2015 for unspecified gi symptoms and elevated liver function tests. The patient's lactate dehydrogenase (ldh) levels ranged from 500 u/l to 1000 u/l over the course of the event. The plasma free hemoglobin was 4.3 mg/dl. An echocardiogram showed right ventricle dysfunction and a dilated left ventricle. Pump readings revealed elevated pump powers and reduced flows. The patient's urine was a normal color but a urinalysis was positive for blood. The patient had unspecified heart failure symptoms and was placed on dobutamine and heparin resulting in a decrease in the ldh levels. The patient underwent a pump exchange on (B)(6) 2015. During the exchange procedure, the perfusionist contacted the clinical consultant due to an inability to collapse the left ventricle even with the new pump speed at 10,000 rpm's. Only the pump was exchanged, leaving the previous inflow conduit and outflow graft in place. Upon manipulation of the inflow position, complete closure of the aortic valve was obtained. The cardiovascular surgeon decided to immobilize the original inflow conduit to maintain the position that supported aortic valve closure. No additional information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of (B)(4). The device was returned assembled with the driveline (dl) cut approximately 14 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the proximal side of the outlet stator revealed a red tissue-like deposition surrounding a majority of the bearing ball. This deposition lacked lamination indicating the deposition did not originate in this location. The deposition also lacked denaturation. Additionally, no evidence of contact marks was observed on the tapered portion of the rotor. Although the origin for the observed deposition as well as a duration for the period of time the deposition was present in this location cannot be determined, if the observed deposition was present in this location for an extended period of time it could have contributed to the patients reported elevated ldh and power levels. The report of a malpositioned inflow conduit could not be determined through this evaluation. It was communicated that at the time of the exchange the inflow conduit was manipulated and the aortic valve was able to completely close. The inflow conduit was secured in a position that supported aortic valve closure. The inflow conduit was not exchanged. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 10 months. The lvad was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.